Event description:
Country of complaint: (B)(6). Thread broke during knotting.

Manufacturer narrative:
U.s. Reporting agent notified on: (B)(4) 2015. Mfg site investigation: samples received: 40 unopened racepacks. There are no previous complaints of this code batch. Some (B)(6) units of this code batch were manufactured and distributed, there are no units in stock. Tested the knot pull tensile strength of the samples received and the results fulfill the requirements of the OEM. Reviewed the batch mfg record, this product had a normal process and the results during the process fulfill OEM requirements.